Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was intended to be implanted to treat strictures during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the delivery system got stuck, and the stent could not be deployed. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted to treat strictures. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement to treat strictures.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation result: based on the available information, boston scientific could not confirm the reported event of stent failure to deploy. The device was not returned for analysis; therefore, a technical analysis could not be performed. It was noted that the axios stent was used in a manner inconsistent with the instructions for use (IFU) as the device was attempted to be implanted to treat strictures. Taking all available information into consideration, the physician concluded that there is not enough evidence to determine whether the reported event of stent failure to deploy was due to the physician's technique during the procedure or was related to a device malfunction. Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the device was not returned for analysis as it was disposed of at customer site; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that theaxios stent was attempted to be implanted to treat strictures. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." Risk review: a risk review was completed and confirmed that the event of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, the investigation findings do not lead to a clear conclusion regarding the cause of the reported adverse event. Therefore, the most probable cause assigned is cause not established.